Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure alarm attributed to inadequate blood flow from the pt's vascular access, occurred at the start of a routine hemodialysis treatment. Rinseback was not performed due to possible clotting, resulting in an estimated blood loss of 25cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the circuit preventing rinseback of the pt's blood. The arterial pressure alarm is attributed to issues with the pt's access. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the event with the operator. Nxstage medical considers this report closed. No additional info will be provided.